Manufacturer narrative:
Complaint not confirmed, the distal end of the device was sectioned off prior to receipt. No breakage was observed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that an ar-1530bc was used in tendon transfer for tfcc injuries. A 2.5 mm diameter bone hole was created in the radius, and the screw was inserted to fix the ec tendon. The surgeon felt resistance when pulling out the inserter from the screw, when he pulled it out with force, the shaft broke. The broken piece fell off into the screw and left behind. The surgery was completed. However, the broken piece was not removed and left in the patient.